Event description:
The device was used during a thoracoscopic right lower lobectomy. Reportedly, after the third firing, the handles when squeezed made a cracking sound and could not be fired. Another device was used to finish the procedure. No pt injury was reported.